Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from onkos surgical: mets in situ. Fixed hinge custom tibia needed to change rotation of the tibia without removing the mets cemented stem.

Event description:
Information received from onkos surgical: mets in situ. Fixed hinge custom tibia needed to change rotation of the tibia without removing the mets cemented stem.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown mets tibial component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a mega tumor type prosthetic replacement of the distal femur and proximal tibia with an articulated knee joint at some point in the past since I was able to review and x-ray with the implant in situ. Root cause analysis: the root cause of this event cannot be determined with certainty. It appears to me that the problem with tibia is loosening of the tibial component as the stem has virtually no cement around it and the tip is touching the lateral cortex of the tibia and there is a distal bone pedestal. As for a rotational deformity, cannot detect that on this one x-ray however if the implant is loose it certainly could allow shifting of the implant into a rotational abnormality. I would have concern about replacing the tibial implant without replacing and repositioning the stem since there is evidence of loosening. Causes of loosening with rotational deformity are multifactorial including surgical technique, especially in the way the prosthesis was implanted. Using proper cementing technique is essential especially with an implant with this amount of volume and bulk. Local host bone factors may also play a role. Patient lifestyle, activity level and bmi can also contribute. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to rotation/loosening of the tibial component. A review of the provided medical records by a clinical consultant confirmed the event: "confirmation of event: I can confirm that the patient underwent a mega tumor type prosthetic replacement of the distal femur and proximal tibia with an articulated knee joint at some point in the past since I was able to review and x-ray with the implant in situ. Root cause analysis: the root cause of this event cannot be determined with certainty. It appears to me that the problem with tibia is loosening of the tibial component as the stem has virtually no cement around it and the tip is touching the lateral cortex of the tibia and there is a distal bone pedestal. As for a rotational deformity, cannot detect that on this one x-ray however if the implant is loose it certainly could allow shifting of the implant into a rotational abnormality. I would have concern about replacing the tibial implant without replacing and repositioning the stem since there is evidence of loosening. Causes of loosening with rotational deformity are multifactorial including surgical technique, especially in the way the prosthesis was implanted. Using proper cementing technique is essential especially with an implant with this amount of volume and bulk. Local host bone factors may also play a role. Patient lifestyle, activity level and bmi can also contribute. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.